Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for either ldlc3 ldl-cholesterol gen.3 (ldlc3) or urea nitrogen (urea) on a cobas 8000 c (701) module. Patient 1 initial ldlc3 result was 20 mg/dl. The repeat result on a different c 701 module was 270 mg/dl. Patient 2 initial urea result was 4.5 mg/dl. The repeat result was 54 mg/dl. No questionable results were reported outside of the laboratory. The ldlc3 reagent lot number was 554157. The expiration date was not provided. The urea reagent lot number was 593909. The expiration date was not provided.

Manufacturer narrative:
The customer replaced the sample probe. The customer has had no further issues. The specific root cause could not be determined. The investigation determined the event was consistent with either a sample quality issue or a maintenance issue.